Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow up. Interrogation of the device revealed that the right ventricular lead was not capturing, was oversensing noise, and had a high and out of range pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient was asymptomatic and discharged post-procedure.